Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. A clavicular crush damage was found fracturing all the filars of the outer coil and damaging the inner insulation at the middle region of the lead. The cause of the reported events was due to clavicular crush.

Event description:
Episodes of noise resulting in oversensing on the right atrial (ra) lead were reported. Diagnostic imaging was performed and confirmed insulation damage of the ra lead. The ra lead was explanted and replaced. The patient was stable.